Event description:
Per the clinic, the patient experienced a skin flap necrosis resulting in a decision to explant the device. The device was explanted on (B)(6), 2014. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
This report filed january 27, 2015.

Manufacturer narrative:
(B)(4). Device currently unavailable.